Manufacturer narrative:
The patient underwent successful implantation on (B)(6) 2025 of a custom distal femoral/proximal tibia constrained knee spacer device that was requested and designed per physician prescription and design inputs. Approximately four months post operation, the patient fell and both the patient's tibia and the stem of the tibial implant component were fractured in corresponding locations. Follow up imaging confirmed the device had fractured. Review of design and production records did not identify any nonconformity or device problem that could have contributed to the adverse event. Per the physician, the patient had been ambulating satisfactorily prior to the incident. Prior to implantation of this custom device, the patient had multiple (4) failed surgical attempts to reconstruct the knee, all of which failed. The patient underwent above the knee amputation after this subject event as there were no remaining surgical options.

Event description:
It was reported that the patient who received custom knee spacer device ofc0790 fell and fractured their tibia and the tibial device component (ofc0790-ts) that was implanted on (B)(6) 2025. The femoral device component remained intact.